Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd posi flush syringe was not labeled. The following information was provided by the initial reporter: posi flush with no label.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3130723. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, one syringe was observed without the barrel label. The manufacturing lines have a vision system in place to detect barrel label issues, including missing labels. This incident most likely resulted from a failure in the vision system and the double rejection station. If the syringe has no label, the rejection station must reject it. However, if there is a failure in this rejection, the station stops and does not allow the machine to run. The operator must check the cause of the stoppage and remove any defective samples. An error related to these processes most likely caused this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.